Manufacturer narrative:
Context: a customer in united kingdom notified biomérieux of delayed results due to absence of result after using easymag® (ref. (B)(4), serial number (B)(6)) with patient samples. Immediate actions done: a field service engineer (fse) was dispatched on site. A heavy crystallization was found around the instrument bulk, micro needles, wash station and sample plate. Therefore, the micro needles were replaced, all contaminated parts were cleaned, all lines were flushed with buffer 3 and the bulk and the micro needles were re-primed. Next, a decontamination protocol using ethanol and a maintenance protocols was launched on the system, and the result of the pcr amplification was then as expected. Nevertheless, it was recommended to the customer to continue to strictly monitor the instrument functionality in order to identify any potential re-occurrence of the issue. Investigation: based on the available information it can be supposed that the complained issue (no pcr amplification) was caused by an inadequate instrument cleaning procedure that was likely not properly and regularly performed by the customer. Indeed, the launch of the system decontamination protocol fixed the problem, and no other error re-occurrence of the issue was recorded by the laboratory during the following week (all pcr runs were successfully completed). Conclusion: the performed investigation showed that the issue could have been avoided by following the regular maintenance and cleaning procedures of the instrument; indeed, it can be supposed that the inadequate instrument cleaning led to the inhibition of the extracted samples.

Event description:
On (B)(6) 2023, a customer in united kingdom notified biomérieux of delayed results due to absence of result after using easymag® (ref: (B)(4) with patient samples. The customer processed samples on its easymag® system and then when they tried to process in their pcr system they were not getting the amplification they were expecting nor the result they would expect. The system is not generating any alarms or system errors, the extraction process seemed to be completing as expected. The reagents were checked and they all seemed to be within date. The customer had recently complete an eb3 wash but they have since completed three runs. The first one was all fine without issue, the second two runs have failed at the pcr stage. The customer has no alternate method of extraction leading to a delay in rendering the results. However, the length of the delay is unknown at this time of the assessment. There is no indication or report from the laboratory that the issue led to any adverse event related to any patient's state of health. A biomérieux internal investigation has been initiated.